Event description:
Caller reported 3 different marks on the face where it looks like the compact plus meter was burned. Does not recall the meter feeling hot, but stated the display screen looked like it had melted in those couple of areas of the display. Reported no adverse event. A request was made for the return of the meter, replacement sent.